Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 with some lab irregularities and did not feel well. The lab irregularities were worsening leukocytosis with a white blood cell (wbc) count of 23.5. The cause was thought to have been due to a 4.4 cm abscess posterior to the rectus abdominis, which was identified through a computed tomography (CT) scan of the abdomen. The abscess was drained by the interventional radiology (ir) team. The patient had positive cultures of gram-positive cocci (gpc) and bacteremia. They were then treated with intravenous antibiotics. The patient was status post drainage with a drain in place on (B)(6) 2025 with a new finding of an ileorectal abscess. They received a CT-guided peri-rectal abscess drainage on (B)(6) 2025. Log files were submitted for review to confirm the symptoms were not related to their left ventricular assist device (lvad). Following review of the submitted log files, it appeared there were no unusual rotor faults, pump temperature, or other abnormal issues that would have caused the events. It appeared the mechanical circulatory support (mcs) equipment operated as intended both electronically and mechanically. It was later reported that the patient was still admitted as of on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.